Manufacturer narrative:
The returned driver was examined under magnification. Torsional and oblique fracture patterns were identified approximately 1.20 mm (.047 in) from the tip of the hex. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending) away from the driver's central axis was also applied to the hex tip. Additional mdrs associated with this event: 3025141-2019-00287: driver, 3025141-2019-00289: screw 1, 3025141-2019-00290: screw 2, 3025141-2019-00291: screw 3, 3025141-2019-00292: screw 4, 3025141-2019-00293: screw 5, 3025141-2019-00294: screw 6, 3025141-2019-00295: screw 7, 3025141-2019-00296: screw 8.

Event description:
While implanting a aculoc 2 plate, the surgeon was inserting a screw with a driver. The tip of the driver broke off in the screw head and couldn't be removed. The driver tip remains implanted.